Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - d4: lot number, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
The patient stated that the skin irritation was an angry inflamed infection. The patient went to the dermatologist who told the patient that it looks like contact dermatitis but the spreading was a concern. The first electrodes (72r) caused a mild irritation with some redness and it look like mosquito bites which went away right away. The patient received 63b electrodes. The patient was told to wait until her skin was clear then to put them on for one hour a day and on the third the skin irritation was worse than first time. The skin irritation looked like poison ivy, the skin had oozing blisters and very itchy. It was also red and inflamed. The patient called zb back who stated that the 63b electrodes were worse then the 72r electrodes. The patient was to do a time test of one hour a day at the 5th day. The skin had blisters with puss and very itchy and around it there was a ton of tiny little oozing bumps. The patient has been putting on hydrocortisone (otc) and was taking benadryl for 4 weeks. It did not help. The patient stated that it started spreading all over her body even in her head. The patient went to the dermatologist yesterday. The doctor prescribed ivermectin 3 mg 6 a week for 2 weeks, triamcinolone acetonide .1% cream apply twice a day and on the really bad patch to cover the area with gauze. The dermatologist is very concern about the skin irritation. The patient is supposed to go back within two weeks if the skin irritation on her lower back is still there the patient is going to have biopsies. It is possible that the skin irritation trigger something else. The patient does not remember the word the doctor used. The patient was also told to use eucerin lotion. The patient will call back after she sees the doctor in 2 weeks. The patient does not have sensitive skin. No product was returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
The patient stated that the skin irritation was an angry inflamed infection. The patient went to the dermatologist who told the patient that it looks like contact dermatitis but the spreading was a concern. The first electrodes (72r) caused a mild irritation with some redness and it look like mosquito bites which went away right away. The patient received 63b electrodes. The patient was told to wait until her skin was clear then to put them on for one hour a day and on the third the skin irritation was worse than first time. The skin irritation looked like poison ivy, the skin had oozing blisters and very itchy. It was also red and inflamed. The patient called zb back who stated that the 63b electrodes were worse then the 72r electrodes. The patient was to do a time test of one hour a day at the 5th day. The skin had blisters with puss and very itchy and around it there was a ton of tiny little oozing bumps. The patient has been putting on hydrocortisone (otc) and was taking benadryl for 4 weeks. It did not help. The patient stated that it started spreading all over her body even in her head. The patient went to the dermatologist yesterday. The doctor prescribed ivermectin 3 mg 6 a week for 2 weeks, triamcinolone acetonide .1% cream apply twice a day and on the really bad patch to cover the area with gauze. The dermatologist is very concern about the skin irritation. The patient is supposed to go back within two weeks if the skin irritation on her lower back is still there the patient is going to have biopsies. It is possible that the skin irritation trigger something else. The patient does not remember the word the doctor used. The patient was also told to use eucerin lotion. The patient will call back after she sees the doctor in 2 weeks. The patient does not have sensitive skin.